Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. It was reported that before delivery of the unit to a customer, the sales representative found the screen not working. The device was returned to the manufacturer's service center where it was confirmed a ventilator inoperative condition occurred during an inspection. Error codes were noted in the device log indicating a software mismatch requiring the reinstallation of the application software. As a result of investigations, it was clarified that upgrading the software version failed. The software upgrade was performed again and functioned properly afterward. The software version was upgraded from 1.06.05.00 to 1.06.10.00. The device failed final testing due to a bad flow sensor. The flow sensor was replaced and the unit passed final testing.